Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was able to complete autofill in auto, semi auto, and could completed a fill in the middle of pumping and be able to start pumping after. The fse was unable to reproduce the issue. The fse verified the system alarm at power loss, calibration, safety, and functionality checks were completed per the service manual and passed to factory specifications. The unit was returned for clinical service upon completion.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) stopped pumping with no warning. There was no patient harm.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.